Manufacturer narrative:
H3, h6: the device was intended for use in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No serial number has been provided therefore a review of the device history is not possible. A complaint history review found other related failures. Probable root cause maybe a connection issue or component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that the reansys touch canister is faulty. It registers as full before being full. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.